Event description:
Information was received from a patient and a healthcare provider regarding a patient receiving dilaudid via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient was currently in the hospital and they stated that they had withdrawal symptoms and tremendous pain. The patient states the hospital needed to release them to a rehab facility. The patient stated that they wanted to know if their pump was working and personal therapy manager (ptm) boluses did not appear to be helping as they stated they were not able to connect to the pump. The pump was not alarming. A nurse also came on the line and states they did not have the pump checked while the patient was there. The patient had recently relocated so did not have a pump physician nearby. The manufacturer's patient services specialist (pss) sent physician listings to the patient's email. The patient had dilaudid in their pump and they were also given po meds. A rehab nurse (caller) called in the next day and stated that the patient just came to their facility from the hospital. The caller stated the patient moved from (B)(6) to (B)(6) and developed an acute onset of increased back pain. The caller was hospitalized and there was thought the pump is not working. The caller has no further history than that. The caller hadn't notified the previous managing physician but will talk with the patient about that. The caller was requesting a manufacturer representative to check the pump status. Tss discussed general information related to the system with the caller. The caller redirected to the manufacturer's national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that they moved last friday and saturday morning, and they were in severe pain. The patient stated that they just got out of the emergency room (ER) and inquired what they should be doing to address that they have had a return of "worse pain". The agent redirected the patient to a healthcare provider (hcp). They reported that they did not have a managing hcp. The agent offered hcp listings, but patient stated they already were forwarded a list and would call them.